Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified or unknown transmitter issue occurred. Product was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. An external visual inspection was performed and passed. A voltage test was performed and passed. Pairing test was performed and passed. A review of the bin was performed and signal loss was found within the investigation window. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of an unspecified or unknown transmitter issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.